Manufacturer narrative:
Other assays related to this event are reported in medwatch reports with patient identifiers: (B)(6).

Manufacturer narrative:
Further investigation could not be performed as additional information was not provided. The customer changed the sample probe which appeared to resolve the issue. The issue has not recurred. No adverse events were reported.

Event description:
The user received questionable ion selective electrode (ise) sodium results from the cobas c501 serial number (B)(4). Of the data provided, the results for three patient samples were discrepant. All results are in mmol/l. Patient sample 1 initial result was 128 with a data flag and the repeat result was 131 with a data flag. The repeat result from another cobas c501 analyzer was 136 twice. Patient sample 2 was from a (B)(6) female patient. The initial result was 125 with a data flag and the repeat results on two other cobas c501 analyzers were 131 with a data flag and 130. Patient sample 3 was from a (B)(6) female patient. The initial result was 130 with a data flag and the repeat result on another cobas c501 analyzer was 136. The initial results were reported outside the laboratory. The user refused to provide information concerning if the patients were adversely affected as she stated she had no way to determine this. No corrective reports were generated. Upon evaluation of the analyzer, the field service representative determined there was a fluidic failure of the sample probe. The user replaced the sample probe. To verify the analyzer operation, the field service representative ran calibration, quality control and performance testing with all results within specification.